Event description:
The following has been reported: "problem: upstream occlusion alarm. Action: replaced upstream pressure sensor and ultrasonic sensor as it was getting alarms multiple times during the functional test. After replacement unit is working good. Wi-fi configuration uploaded. Brought to pump garage and placed in charged. Resolution: unit is back in service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.